Manufacturer narrative:
(B)(4).

Event description:
It was reported that capture thresholds have increased since (B)(6) 2014. The lv lead was capped and replaced on (B)(6) 2016. Patient was stable throughout.